Event description:
A malfunction alarm occurred on the customer's pump, identified as alarm 20, during the pumping process. There was no adverse impact to the customer's blood glucose level. A technical support representative assisted the customer with loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump, confirming the customer's warranty and shipping details. The customer was informed about returning the faulty pump using a pre-paid label and instructed on how to put the pump into storage mode before its return. In the interim, the customer opted to use multiple daily injections as a backup insulin delivery method.